Event description:
A report was received reporting a needlestick incident took place at the user facility. The product has been discarded and is not available for investigation.

Manufacturer narrative:
(B) (4). Customer has not returned the device to the MFR for device evaluation. The device was reportedly discarded.